Event description:
It was reported that the customer's blood glucose was remaining high. The patient's blood glucose was at 373 mg/dl. Troubleshooting was performed with the insulin pump and infusion set and no anomalies were found for either and the insulin pump passed the high pressure test with a no delivery alarm. The patient's symptoms of high blood glucose were tiredness and vision issues. The patient was treated with a shot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.